Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak occurred three hours into the treatment. The blood leak was confirmed to be visually observed. Blood was noted in the dialysate within the drain line. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for blood. There was no damage or defect noted on the dialyzer. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The patient¿s treatment was not completed; it was terminated fifteen minutes early. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A visual examination and tightness test performed on the returned sample could not confirm the reported issue. The failure could not be reproduced. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. All product from the batch was found to be conforming to specifications. Based on the evaluation, the reported complaint could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the blood leak occurred three hours into the treatment. The blood leak was confirmed to be visually observed. Blood was noted in the dialysate within the drain line. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for blood. There was no damage or defect noted on the dialyzer. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The patient¿s treatment was not completed; it was terminated fifteen minutes early. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.